Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The reporter's complete address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that it was not possible to push the upper on button of the compact air drive device. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the trigger / slider was blocked, jammed and was moving heavy. It was further determined that the tool coupling, bearings, gear shaft, and trigger were worn out. It was observed that the housing, nose and the soft mode switch were damaged. It was determined that the trigger of the handpiece was stuck and the reverse locking mechanism was damaged. It was further determined that the device failed for general condition, check the attachment coupling, check attachment coupling with attachments, check reverse locking mechanism, check air hose coupling and for check triggers for forward/reverse mode. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.